Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed via a 6f sheath in a right common femoral artery prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sheath was upsized to a 16f and the tavr was completed. Hemostasis was not fully achieved with the sutures of the two proglide devices; therefore, an angioseal was used to achieve hemostasis. Post procedure, when in the recovery room, the patient lost pulse in the right leg. The patient was taken back to the cath lab. It was found that there was an occlusion distal to the access site in the right ostial superficial femoral artery (sfa) that was due to a rupture of the balloon during the tavr deployment and calcium being disrupted. It was confirmed that the occlusion was not due to the proglide devices. A balloon was used to open up the vessel and pulse was regained. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.